Manufacturer narrative:
The investigation was unable to find a definitive root cause. The provided calibration data was acceptable, but both level 1 and level 2 of qc had unstable recovery. A pre-analytic or sample probe issue was suspected based on frequent sample aspiration alarms found in the analyzer alarm trace and based on the results of a precision check.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable high ca2 calcium gen.2 results for two patient samples from a cobas 6000 c 501 module. The samples were either repeated on the cobas 6000 c 501 module or a cobas 4000 c (311) system. Patient 1 initial result was 17.2 mg/dl and the repeat result was 10.0 mg/dl. Patient 2 initial result was 16.2 mg/dl and the repeat result was 9.5 mg/dl. No erroneous result was reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number was 300982 with an expiration date of 30-nov-2018.